Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 21 august 2024, a triclip procedure was performed to treat functional tricuspid regurgitation (tr) grade 4-5+. Xtw lot: 40530r1098 was chosen for implantation. Patient had a pre-existing pacemaker lead in the right atrium. The xtw was advanced to the valve. During independent gripper actuation, one of the grippers failed. Troubleshooting was attempted but was unsuccessful. The clip was attempted to be removed when it was noticed that the gripper was stuck on the pacemaker lead. The clip was able to be removed but tissue was observed on the gripper. Grippers did not function still when tested outside of the patient. A replacement xtw (lot: 40530r1102) was then implanted successfully reducing tr to grade 2+. There was a delay that was not clinically significant.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficult single gripper actuation could not be conclusively determined. The reported difficult to remove from anatomy appears to due to procedural conditions (the clip caught on the pacemaker lead). The reported tissue injury is a cascading event of the difficulty removing the clip from anatomy. Additionally, the reported patient effect of tissue injury , as listed in the triclip system instructions for use, is a known possible complication associated with triclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.